Event description:
It was reported that during a laparoscopic cholecystectomy, the clips were not forming properly around the vessels. Some scissoring of the clips was also noted. There was no pt consequence.